Manufacturer narrative:
The lot number was manufactured between august 03, 2018 - august 04, 2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed (pressure test and clear passage) and the results were satisfactory. Additional pull test was performed and no separations was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of the event was reported as an unreported date in "early (B)(6)" 2018. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the primary tubing of clearlink system continu-flo solution set was observed coming apart at the sealed connection at the distal end by the last port. The event occurred during infusion in surgery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.